Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 covering of the shaft was puckered under the scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects. When the hemo pro cannula was pulled out of the packaging the pa noticed under the hemo pro scissors that the covering of the shaft was puckered. They immediately contacted me and replaced it with another hemo pro 2 system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was peeled away at the tip from the cold jaw support. Based on the returned condition of the device, we were unable to confirm the reported complaint for the as reported failure mode "bent wire" but confirmed the complaint for as analyzed failure mode "peeled insulation". Specific actions for the failure mode are being managed and documented in maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 covering of the shaft was puckered under the scissors. A replacement device was used to complete the procedure. The hospital did not report any patient effects. When the hemo pro cannula was pulled out of the packaging the pa noticed under the hemo pro scissors that the covering of the shaft was puckered. They immediately contacted me and replaced it with another hemo pro 2 system.